Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "internal comm failure-1473" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including bench handling and stress testing without duplicating the report. An internal inspection resulted in no findings. The lithium-ion battery was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "internal comm failure-1472" and "internal comm failure-1474" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.